Event description:
Patient was revised to address poly wear and osteolysis (right side). Metalosis was also found intraoperatively.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although the exact root cause of the poly wear and osteolysis could not be determined, it would not be unreasonable to expect some wear after approximately 10 years of implantation. The metalosis is attributed to retained metal pegs of a patella component removed in a previous revision. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.